Manufacturer narrative:
Other applicable components are: product ID: 37603. Serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The caller reported that the patient was traveling and felt like their stimulation was off after going through security at the airport. The caller reported that the patient tried to check both sides with the patient programmer but was unable to connect with the ins on the right side. The caller reported that the patient saw a screen on the patient programmer that sounded like the "turn stim on button (icon only)." The caller called back on (B)(6) 2018 reporting that everything was fine. No further patient complications have been reported as a result of this event.